Manufacturer narrative:
The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero tubing separated from adapter. The following information was provided by the initial reporter: a pipe came loose while it was attached to a patient. Fortunately, a nurse was nearby, and it ended well. However, can you have a check if this was an isolated case, or if there could have been a manufacturing defect somewhere? Was patient or user harmed? No, not in the end. Because a nurse was nearby in time, she was able to resolve the problem.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4242265. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. The returned unit arrived with the tubing separated from the main housing; microscopic inspection of the tubing inlet was unable to identify the presence of any tubing fragments, which would suggest the application of excess tensile force to the tubing. Uv lights were also used to look for the presence of the uv-sensitive adhesive in the inlet; none was observed. Based on the these observations our engineers were able to associate the root cause for this event with the manufacturing process. Adhesive application is an automated process and likely resulted from abnormal variation in the air pressure of the dispensing system. Nonconformances of this nature are currently monitored through the complete inspection of all finished goods.

Event description:
No additional infromation.